Event description:
End of procedure (CABG), the chest retractor was being removed. It was noted by dr that a snap on plastic device that is used along with the retractor was missing a distinct piece of plastic. This piece (octobase) holds suture lines for retraction during the opcab procedure. The medtronic rep was in user facility and came to the o.r. Room. He verified the device to be radiopaque. The chest cavity was searched for the missing portion as was the sterile field and area around pt. Search did not reveal anything so chest x-ray was done. Dr in x-ray dept noted that x-ray was negative for missing item. Dr was notified. At the conclusion of case the missing item was found. The device was given to the medtronic rep to be taken to co for eval.